Event description:
Reported due to disconnected tip requiring interventional procedure. The physician attempted to perform a diagnostic left heart catheterization using the jography amplatz left coronary diagnostic catheter. The procedure was performed via the right femoral artery and the pt's anatomy was described as being "very tortuous." Reportedly, the catheter "kinked over on itself while attempting to engage the vessel." A "super stiff (unspecified) amplatz" guide wire was used to straighten the catheter. Upon removal of the catheter, it was noted (via fluoroscopy) that "about ten (10) to eleven (11) cm of the tip sheared off" in the right groin. A sheath was inserted via the left groin and an "up and over" technique was used to snare the broken tip. The broken tip was successfully removed from the pt. The pt was discharged to home on the same day. Although requested, no additional pt information was provided.